Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The blood glucose level was 222 mg/dl. The customer also stated that the insulin squirted out during manual prime. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.